Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (belt is demolished) has been confirmed. As rec'd, the trunk cable was damaged. Most of the wires were pulled from the distribution node. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective cable.

Event description:
The (B)(6) returned belt (B)(4) to zoll reporting that the cable of the electrode belt is demolished.